Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an esophagectomy / gastric tube procedure. The stapling device was being used for the gastric tube reconstruction. For the eight firing the surgeon tired to fire the device, however, could not. They recognized that the cartridge was pre-fired. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.